Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Further technical checks are planned but no date has been scheduled yet.

Event description:
The user is not responding to sounds. The user has not worn her audio processor for the past five months. As soon as she wears it, she shows resistance. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.